Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6), 2009. Subsequently, the patient was revised on (B)(6), 2011, due to failure of the connection between the humeral head and bearing.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components". Maude report (B)(4) was filed in relation to the same event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01200).

Manufacturer narrative:
This follow-up report is being sent to relay that medwatch reports 1825034-2012-00821 through 1825034-2012-00823 and 1825034-2012-01200 through 1825034-2012-01201 all refer to the same event.